Event description:
It was observed that during the device evaluation, the subject device exhibited water leak in camera unit, poor water-tightness of cable unit, water tightness is lost, image is out of the standard. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the malfunction: due to water leak in camera unit, the guidepost position of camera head and image is out of the standard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.